Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that there was a recharging of ins issue, including communication issue while recharging. Patient told rep she and her caregivers have been unable to charge ins since (B)(6) 2023. Ins is no longer working. Patient states she has called patient services in the past for assistance and has had external parts replaced. Patient called rep to ask if ins can stay in the body if no longer works without any adverse effects. Informed patient ins can stay in her body. Rep asked patient if she saw eri or eos before her ins stopped working. Patient stated no. Rep asked patient if her ins ever overdischarged in the past. Patient stated no. Asked patient if she would want to meet with field rep to assist her trying to get her ins working again. Patient declined, and she is also not interested in having her ins replaced. Patient states she is almost 86yrs old. She doesn¿t want another surgery at this point in her life. The cause of the issue was unknown.  Rep reported there were no patient symptoms.  The issue was not resolved, and is ongoing.  Field rep reported they would follow-up with any new information.  Additional information was received from the manufacturer representative (rep). It was reported that they spoke with pt's healthcare provider office. Patient¿s daughter called office with same question, if it is safe for ins system to remain in body without any adverse events. They are not interested in replacing or going to office for troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.